Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 494 mg/dl, she did bolus with the insulin pump to correct, they checked blood glucose again after 30 minutes and her blood glucose went down 144 mg/dl points to 350 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.